Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient was experiencing ineffective therapy due to high impedance. As a result to address the issue patient may be awaiting surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the scs system was explanted and implanted with competitors device.